Event description:
Additional information received reported that the catheter was explanted on (B)(6) 2014. The catheter tip placement was t8. It was unknown if there was a catheter issue. The location of the catheter issue was unknown. Later it was reported that the location of the catheter issue was the distal (spinal) segment. The catheter issue was identified by clinical. The start date of intrathecal baclofen was (B)(6) 2014. It was noted that the catheter was placed and resulted in persistent csf leakage. The action or interventions taken as a result of the catheter issue included an epidural blood patch. The patient recovered without permanent impairment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s health care professional (hcp) expressed concern about the catheter. It was reported that the patient experienced dural leaks. The hcp used a shorter needle in the case and a purse string method around the patient¿s catheter. It was noted that the patient had a ¿failed baclofen trial¿ and the catheter was explanted on (B)(6) 2014. The buried pump trial used an ambit pump. The patient lived a distance away and had difficulty maintaining clinic visits for titrating the dosage. The actions required as a result of the event included surgical intervention and medical intervention. The patient did not feel the baclofen was effective for his leg spasms. The catheter was a buried catheter, so it was explanted on approximately (B)(6) 2014 after implant on (B)(6) 2014. It was noted that the patient did not feel baclofen helped, the patient may retrial and undergo an epidural bolus trial in the fall. The patient experienced headache, nausea and vomiting. A blood patch was done by a local physician in the patient¿s area, as the patient lived a distance away. The drug used at the time of event was baclofen. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.